Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no initial calibration occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was determined to be loss of connection. No additional event or patient information is available. The reported event of no initial calibration is reportable based on the findings of loss of connection.

Manufacturer narrative:
(B)(4).